Event description:
A nurse reported that the patient's one touch ultra test strips were peeling back. This issue was not resolved with troubleshooting. The patient went to the doctor's office because they were having trouble inserting strips. Patient did not receive any treatment. The subject test strips passed control solution. This case is reported as a strip malfunction due to the test strips peeling back.